Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was performed and found that the programmer booted up to "serious programmer problem" screen with a black screen error code. It was also found that the system fan was noisy. (B)(4).

Event description:
It was reported that the programmer was returned for repair. No specific details were provided. The programmer was returned, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.